Manufacturer narrative:
As of today, the lead has not been received for analysis. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable lead twiddled their device to the point where the lead became dislodged. A lead revision procedure was performed where the lead was explanted and replaced. There were no additional adverse patient effects reported. A request for the return of the lead had been made.

Event description:
The lead has been returned for analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory the complete lead was thoroughly inspected and analyzed. The lead body was slightly twisted/wavy. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. It was concluded that the twist in lead body may have been caused by twiddler syndrome which could have contributed to the clinical observation.